Event description:
It was reported that the device has a small crack at the hinge. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device has a small crack at the hinge. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Additional information added to: g2. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced cracked door assy for small crack at hinge. Replaced left damaged iui replaced cracked bezel replaced lower pressure sensor for check IV error and replaced upper pressure sensor for low rate. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the door assembly. A review of the device history record showed the device had a manufacture date of 21 nov 2005. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device has a small crack at the hinge. No additional information was provided. There was no patient involvement.